Event description:
It was reported that a surgeon had performed a laparoscopic fulguration of endometriosis and lysis of adhesions on an otherwise healthy pt in 2002. Six days following the procedure the patient called complaining of severe abdominal pain. White blood count and temperature were normal. An ultrasound revealed a fluid collection, size unknown. The patient was treated with antibiotics and is improving.